Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to flattened button dome switch. Unable to perform functional testing due to unresponsive button. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 303 mg/dl. The customer reported that one of the buttons of the insulin pump was responding intermittently. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).